Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42500606002 femur cemented posterior stabilized std rt sz 6 lot# 65020929 MDR: 3007963827-2023-00296; 42522400710 articular surface fixed bearing (ps) right 10mm lot# 65004577 MDR: 3007963827-2023-00297. 42532007102 tibia cemented 5 degree stemmed rt size e lot# 65046976 MDR: 3007963827-2023-00298

Event description:
It was reported a patient complained of pain, swelling, limited extension, severe limp, and chronic quadricep weakness. The surgeon suspected a quadricep tendon tear. Approximately one year, six months post implantation, the patient underwent a revision where significant scar tissue was encountered due to patella baja but all patella and quadricep tendons were found intact. The femoral, tibia, and poly were revised with competitor products. The patella was not revised. The patient is alleging her components were too large.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit 1: small knee effusion, painful gait with severe limp, x-ray: components in good position and alignment- no evidence of loosening; op-notes: no intra-op complications identified in partial op note provided, severe scar tissue noted with patella baja, patella and quadricep tendons were completely intact without injury. Complaint is confirmed from the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.